Manufacturer narrative:
There is no known patient involvement. Date of device breakage is unknown. Lot number is unknown. Device is an instrument and is not implanted/explanted. Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. Reporter contact information is unavailable. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the 5 mm hexagonal flexible screwdriver for the trochanteric fixation nail advance (tfna) was found broken in the sterile processing department the day after the case. It is unknown if there was patient involvement or surgical outcome. This report is for a 5mm hex flexible screwdriver. This is report 1 of 1 for (B)(4).